Manufacturer narrative:
Analysis was unable to confirm the customer comment that the programmer display froze however analysis was able to confirm that the display was not working properly. The display intermittently beeped when moved. Antenna cables were visible at the lower hinge plate indicating that assembly in this area was out of specification, the flex tape was damaged. The link electronic module failed testing, the system fan was noisy. The rear cover display was cracked, upper handle and lower handle covers were cracked. Radio frequency head interrogate and program buttons do not function with programmer however with work with a known good programmer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer was not working properly and that the display froze. There was no patient involvement.